Manufacturer narrative:
(B)(4): initial emdr submission. Unknown pleurx catheter. No sample available. No additional information provided after several communication attempts were made. A follow up emdr will be submitted if additional information becomes available.

Event description:
It was reported that leakage occurred from the patient's catheter as the users are having difficulties attaching the access tip (cap) to the catheter. (B)(6) 2020: per phone call with end user the leak came out of the catheter end because they have been having trouble getting the cap (access tip) into the catheter. She said they did not used to have these problems until recently. It takes a lot of force to get cap clicked in. For bottle with no suction there were no damages/cracks/noises from bottle/cap/plunger. Clamp operated correctly. Completed drain each time with new bottle. Issues occurred on different days but she did not remember exactly when. Samples discarded. Drains daily through chest cavity. Bottles stored in box at room temp.